Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id2201i) was used for a posterior skull surgery on an unknown date. When the dura was closed with inlay + onlay (with suture), fibrin glue, bone fragment and muscle, cerebrospinal fluid (csf) leakage was observed on 31jan2023. The patient is in the follow-up, and no additional information is yet available.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Additional information received: since cerebrospinal fluid leakage did not subside after placement, a reoperation was performed on (B)(6) 2023. At the time of reoperation, duragen was not used and a lot of fat was packed. The patient complained of headache before the reoperation, but after the reoperation, the patient was in good condition. Investigation findings: duragen 2x2 1 pack ce (id2201i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.